Event description:
It was reported the device could not be interrogated and did not respond to a magnet. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The events of premature battery depletion, failure to interrogate and no magnet response were confirmed. The device was unable to establish telemetry upon receipt. A longevity calculation was performed and found the battery depletion was premature. The device was cut open, which revealed device battery voltage was at end of life (eol) level. Hybrid current was monitored, and high current drain was noted. A thermal scan was completed and isolated the source of high current drain to an integrated circuit on the hybrid, consistent with the reported issues.